Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the distal shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed the distal top was folded in. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician completed five passes using the cat7 and lightning to remove the clot. Subsequently, after the fifth pass, the physician removed the cat7 and noticed it to be fractured approximately eight inches from the distal end. It was also reported that there was no stenosis and a guidewire was not used. The procedure was completed using a new cat7 with the same lightning and sheath. There was no adverse effect to the patient.